Manufacturer narrative:
The pump was received with button error alarm and intermittent button response due to corroded keypad traces. There was no unexpected numbers scrolling or battery out limit noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads. The pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states their device also had continuous scrolling and battery out error. The customer's blood glucose at the time was over 400mg/dl. The customer also mentioned crack on the reservoir compartment. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.